Manufacturer narrative:
The reported ultra fast-fix reverse curve ei assembly intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. T1 has been stripped off of the delivery needle and is missing from the suture. The suture has been cut at this location. T2 has been advanced to the distal end of the delivery needle and the suture has been pulled out of the fixed straw. The device was tested for deployment using a rubber meniscus model, t2 was able to be stripped off of the needle as intended. Without knowing the specific failure an exact root cause cannot be determined with confidence. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy the device was faulty. No patient injuries or delay reported. Back-up device was available to complete the surgery. Results of investigation stated that the suture had been cut at t1 position and t2 was advanced to the delivery needle, which indicates that the t2 could not be deployed and t1 had to be removed; which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.